Manufacturer narrative:
(B)(4).

Event description:
The reporter claimed the animas insulin pump has a memory issue. According to the reporter, the pump is not recording the history of bolus dosage. The hcp found 30-50 units of bolus insulin dose per day but the pump history showed 0 units of bolus insulin. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the memory issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).